Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed pacing impedances greater than 2000 ohms and rising pacing thresholds on the right ventricular (rv) lead. The lead also displayed noise. The local field representative (fr) reported that an x-ray was ordered. The fr reported a changeout/lead revision procedure was likely to take place at a later date. No adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.